Manufacturer narrative:
Product analysis: per the event, a piece of particulate that appears to be from the gasket was observed inside the jar. The particulate was removed and sent to mecc analytical chemistry department for ft-ir analysis. This particle was spectroscopically consistent with polydimethylsiloxane. Note: spectral library matches are provided. Library matches do not necessarily provide exact identification of materials. Library matching may only suggest potential chemistries. The outer packaging box with the foam inserts and freeze watch indicator were inadvertently discarded after the product was received. Without the temperature indicator, further observations cannot be performed. Conclusion: this information does not impact the previously completed investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the valve jar, the sealing ring broke and particles were seen on the glass. The valve was not used for implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the valve jar, the sealing ring broke and particles were seen on the glass. The valve was not used for implant. Additional information was received indicating that another medtronic transcatheter valve was used to complete the implant procedure.

Manufacturer narrative:
Product analysis: the jar was received at medtronic¿s quality laboratory in the original product packaging with the safety seal broken. Upon opening the jar, no damage was observed along the threads of the lid and jar. Visual inspection showed remnants of the gasket material stuck along the rim of the jar. Pits along the gasket are consistent with the remnants that remain attached to the rim of the jar. Per the reported event, a piece of particulate that appears to be from the gasket was not observed inside the jar. Due to the receipt condition, a torque assessment of the alleged ¿valve jar was difficult to open¿ could not be performed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Due to the state of the valve upon return, further assessment could not be performed for this event. Medtronic will continue to monitor field performance for similar events. The valve was not used for implant and no adverse patient effects were reported. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.